Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592-45 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that while the patient was in the hospital for an unrelated event, high threshold was discovered. The right ventricular (rv) lead appeared to have a micro-dislodgement and was replaced with a active fixation lead. No patient complications have been reported as a result of this event.